Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk. Unable to verify the prime anomaly due to motor error alarm. Unit had scratched display window.

Event description:
It was reported that the insulin pump was squirting the insulin out and alarming motor error during normal used. Nothing further was reported